Event description:
It was reported that the patient presented for routine generator change. During the procedure the right ventricular lead helix failed to retract. Completion of the procedure required the lead to be explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: b1, b2, b5, h6 and h11. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead for an unspecified reason. During the procedure the lead helix failed to retract. Completion of the procedure required the lead to be explanted and replaced. The patient was stable. Further information was requested but not received.